Event description:
Customer reported fluent 780 front shield does not remain open and falls from an open position. The customer confirmed no injuries occurred.

Manufacturer narrative:
Follow-up narrative: the instrument's front panel door is supported by two 100n gas springs to keep it in the open position. The two gas springs associated with this report were returned for investigation. One spring was confirmed to not meet specifications, while the other was functioning properly. It was determined that the two gas springs were installed in the incorrect orientation (upside down) possibly contributing to a reduced lifespan. Further internal evaluation revealed that the gas springs were of two different ages. One gas spring's age aligned with the instrument's initial production date, while the other was dated after instrument's original production date. According to the tecan instrument service manual, gas springs should be replaced in pairs every three years by authorized tecan service personnel. There is no service record of gas spring replacement since installation performed by tecan. The instrument was produced in 2022 and the springs were still within the 3 year preventive maintenance cycle. In response to the complaint, tecan replaced the gas springs and verified that the instrument was operating according to specifications. The instrument was returned to routine use. In an abundance of caution, additional instruments in the laboratory were evaluated for gas spring integrity and replaced as a precaution. No remedial action is planned as a result of this complaint as there is no evidence of a systemic part defect or incorrect service or production performed by tecan. The instrument production record and assembly instructions show that the instrument left tecan production with the springs installed in the correct orientation. The case will be monitored as part of routine complaint trending. Note: this report or other information submitted by tecan under 21cfr part 803, and any release by FDA of that report or information, does not reflect a conclusion by tecan or FDA that the report or information constitutes an admission that the device, tecan, or its employees caused or contributed to the reportable event.

Event description:
Customer reported fluent 780 front shield does not remain open and falls from an open position. The customer confirmed no injuries occurred.

Manufacturer narrative:
An initial report is being filed in an abundance of caution. There is the potential for serious injury to instrument operator if the front panel falls and comes into contact with the operator. The customer confirmed for this event no injury occured. A tecan service representative was dispatched to the instrument location and replaced the gas springs. The instrument is fully operational. A follow-up MDR will be filed after additional investigation. Note: this report or other information submitted by tecan under 21cfr part 803, and any release by FDA of that report or information, does not reflect a conclusion by tecan or FDA that the report or information constitutes an admission that the device, tecan, or its employees caused or contributed to the reportable event.